Manufacturer narrative:
This report is filed on february 17, 2020.

Event description:
The device was explanted due to no auditory percepts. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is submitted on 10 december 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use subsequently the device was explanted on (B)(6) 2019.